Event description:
Report received from the USA stating that the device experienced "overheat and slow to start" during surgery. It is known that device was being used during surgery but no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "overheat and slow to start" was not confirmed. The emax 2 plus motor has a damaged locking mechanism (noise and vibration) and a pushed in pin in the console connector. The locking mechanism most pushed in pin in the console connector. The locking mechanism most likely has worn/damaged shims, pawls, driveshaft, etc. The damage/wear to the locking mechanism was most likely caused by power braking motor and or misloading cutters or attachment. The pin was most likely pushed in by misalignment of connector while connecting motor to console at use facility. If additional information is received, a supplemental report will be sent. (B)(4).